Manufacturer narrative:
Additional: in initial report, the manufacturer date was unknown; however, the date is 01/17/2017. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device manufacturer date is unknown (B)(4). A johnson & johnson application support manager (asm) reviewed the images/surface maps of the treatment. The images show that, when approved, the cornea and the surface fit lines were no longer properly aligned. The image shows that the arcuate incision is at risk of permeating the posterior corneal surface. Training awareness was provided via discussion with surgeon and system operator that, if this is seen on the arcuate incision review page, then they should rescan the eye to better position the arcuate incision. The surgeon stated the patient was moving a lot and inducing vertical force on the force sensor. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had moved during treatment causing movement/force sensor related errors. Upon completion of the laser treatment, surgeon noticed that an arcuate incision had gone through the posterior surface of the cornea. The incision had to be sutured closed. The patient has been referred to a corneal specialist for follow up.